Event description:
It was reported intermittent power on resets had occurred several times during programming sessions in 2008. Eventually telemetry was no longer possible; the neurostimulator stopped functioning. No patient injury was reported. The device was replaced. The patient's therapy resumed after replacement.

Manufacturer narrative:
Upon receipt, the device was found in a no output / no telemetry condition. Further analysis revealed broken bond wires connecting the battery to the hybrid circuit. The epoxy bond between the hybrid and both battery terminals was broken. The battery status was 2.64 volts.